Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer reported that they lost consciousness and required third-party treatment due to this issue, but declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader, no issues were observed. Reader did not powered on with button depression , strip insertion or usb cable insertion . The reader was de-cased and visual inspection was performed. Liquid contamination was observed . Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Based on returned product download section d4 (serial number) was updated from (B)(6) to (B)(6). Based on returned product download section h4 (device mfg date) was updated from 11/10/2022 to 11/17/2020 . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer reported that they lost consciousness and required third-party treatment due to this issue, but declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre reader were reviewed and the dhrs showed libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer reported that they lost consciousness and required third-party treatment due to this issue, but declined to provide any further information. There was no report of death or permanent injury associated with this event.